Event description:
The patient underwent surgery for the repair of a rotator cuff in 2007 with dr. At the first postoperative visit, dr. Viewed an x-ray, wherein he identified a piece of metal in the patient shoulder. The patient underwent a subsequent surgery the next month, to remove the piece of metal from the patient. The doctor explained to the patient that a piece of metal has broken off during placement of the anchor into the bone.

Manufacturer narrative:
Axya medical is requesting from our distributor, the sending of the broken piece from the anchor for evaluation and analysis.